Event description:
It was reported that the device exhibited error code 45982, the liquid crystal display lcd was damaged and the device would not turn on with direct current dc power.

Manufacturer narrative:
No information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection was performed, and the device was functionally checked. Visual inspection confirmed that the device tamper seal was missing upon receipt. Functional evaluation, manufacture utility test and non-destructive analysis could not be performed due to the device being inoperable. Error codes were unable to be retrieved from the event history log due to the returned device being inoperable. Results: the customer reported problem was duplicated during the investigation as the microprocessor unit (mpu) board and liquid crystal display (lcd) were found to be contaminated leaving the device inoperable and unable to power on. Root cause of the reported event would be attributed to a contaminated mpu board and lcd which was caused by the customer. Both the mpu board and lcd will need to be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
B5: additional information received on 03-aug-2022 via email and attached in complaint object: no patient injury was reported. H6: event problem and evaluation codes: updates not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120. H4: correction: device manufacturing date: 08-jul-2021.